Event description:
The customer reported via phone call that they experienced low blood glucose readings. The customer's blood glucose reading was 150 mg/dl before they went to bed. The customer's husband realized that they were acting funny and found that their blood glucose reading was 42 mg/dl. The low blood glucose readings were treated with juice and donuts. It was also stated that they received a sensor error, calibration error, and an unexpected reinitialization about a month ago. The history did not show are alerts only low blood glucose readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.